Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. Additional details on the procedure and patient status are being sought and a supplemental report will be submitted if those details are obtained.

Event description:
It was reported that during an avf treatment, a scepter mini balloon catheter was used to deliver liquid embolic. Reflux of the liquid embolic was observed. The balloon catheter was difficult to remove and broke into two segments. There was no reported harm to the patient and no reported intervention.

Manufacturer narrative:
The investigation of the returned balloon catheter system found the device broken at 145cm from the proximal end, which is consistent with the alleged product issue. Reflux was observed during the procedure, as stated in the reported complaint. Reflux is the embolic substance (onyx) filling the intended target site, and then overfilling over the tip of the scepter. If there is too much reflux, the catheter can become trapped in the embolic cast. The separation of the coils and the elongation of the material around the coils is consistent with the distal end becoming caught/lodged in the embolic cast during removal and breaking due to experiencing retraction forces over specification as the device was stuck. However, the distal section of the catheter that includes the balloon was not returned for evaluation and therefore, the investigation could not examine this portion of the device to determine what caused or contributed to the reported complaint.